Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being closed properly into the interface board. Unable to verify the display anomaly due to the blank display.

Event description:
It was stated that the display would go blank intermittently, and now the liquid crystal display is stuck. Nothing further was reported.